Event description:
It was reported that an asymptomatic patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited backup vvi mode. After device software download, normal function resumed. The patient was doing well and would continue to be monitored.

Manufacturer narrative:
(B)(4).